Manufacturer narrative:
(B)(4). No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. (B)(4).

Event description:
During follow-up, externalization of the right ventricular (rv) lead was confirmed by fluoroscopy. No changes in electrical measures. The lead was capped and a new rv was implanted. The patient is in stable conditions.